Event description:
The device was applied during a low anterior resection procedure the instrument did not fire. The surgeon used another device to complete the procedure. No patient injury was reported.